Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis could not confirm the reported problem. The instrument was placed on the in-house system and passed the self-test. The instrument cut successfully and passed energy through the grips. The energy pedal was pressed and the instruments smoked at straight, yaw and pitch orientation. The instrument passed the grip force and the gap tests. Electrical continuity passed in all jaw orientations. On 29-october-2018, intuitive surgical, inc. (Isi) clinical engineering reviewed the procedure video and obtained the following additional information: the vessel sealer extend (vse) was introduced at 00:14. The vse was placed around a pulmonary artery branch near a staple line. At 00:30, vse was used on the super segmental branch of the pulmonary artery. Vessel fit within the jaws. Vessel appeared to be in slight tension from fitting the jaws under the vessel. Vse was activated once (unclear if in seal or bipolar mode). Slight blanching (thermal spread) and smoke was observed during sealing. Vse cut was activated on the sealed vessel. At 00:38, jaws of the vse were opened, and no bleeding was observed. The vessel appeared to be sealed. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, it was alleged that the vessel sealer extend instrument did not seal adequately. The surgeon reportedly had to take the patient back for a second surgical procedure in order to control the bleeding. At this time, it is still unknown what caused the post operative complication experienced by the patient.

Event description:
It was reported that upon the completion of a da vinci-assisted thoracic procedure, after the use of a vessel sealer extend instrument to seal and cut across a segmental branch of the pulmonary artery, a vessel reopened. As a result, the patient ¿coded" right after the robotic procedure was completed. The patient was taken back in for a second procedure which was performed as an open traditional surgical procedure. On 25-october-2018, intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: according to the csr, the patient "coded" right after the completion of a robotic surgical procedure. The patient immediately underwent a second open traditional surgical procedure. The surgeon ad sealed the segmental branch of pulmonary artery with the vessel sealer extend instrument with no sealing issues reported. The csr indicated that the surgeon used the vessel sealer extend instrument for an hour without any issues. The csr stated that the vessel was about 3mm in size, no evidence of calcification, and no tissue tension observed. The csr confirmed that the surgical staff heard the audible tones indicating that the sealing cycle was complete and that the system did not generate any errors. She stated that the ends of the vessel were sealed. The estimated blood loss was about 1500 ml to 3 liters and blood transfusion was administered. It was stated that the patient was on advanced cardiac life support and in the ICU. A video recording of the procedure was provided to isi for review.